Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
A false positive rate of 5% was reported for flu a and flu b. Suspected 20-25 false positive flu b results; approximately 375 tests performed a day across multiple sites. Symptomatic and asymptomatic patients were tested. The customer communicated 1 result was negative for flu b by another rapid antigen assay. No confirmatory testing completed for other results.